Manufacturer narrative:
B4: date of this report. G6: follow up #1. H2: if follow-up, what type?. H3: device evaluated by manufacture. H6: coding changed based on the investigation result. D4: unique identifier (UDI). H4: device manufacture date. Evaluation summary: based on the investigation data, it was determined that the potential/root cause of the failure was that moisture entered the objective lens unit and condensed, making the observed image unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 19-apr-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 21-apr-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Foggy image. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
The pentax medical emea responded to a good faith effort request via email on (B)(6) 2023 saying it did not know if the image had become cloudy during hospital use, and if so, if the hospital had an alternative scope. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.